Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise due to right ventricular oversensing was noted via remote transmission. Review of session records noted suspected oversensing myopotential signals. Programming changes were made. The patient condition is normal after the event and will be monitored with routine follow-up.